Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00938 and 3005099803-2010-00936 for the other associated device information. It was reported to boston scientific corporation that three extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient's age, weight, and gender are unknown). According to the complainant, all three balloons burst during the procedure inside the biliary tree. Additional information received confirmed that no pieces of any of the three balloons detached inside the patient. The procedure was completed with a fourth extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be "fine".